Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter leaked in the plastic sleeve. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Received one iag 22ga unit consisting of a catheter-adapter assembly, no packaging material was received. DHR review shows a total of (B)(4) units were manufactured on afa line 2 from 29nov17 through (B)(6) 2017 and packaged on line 8 (pallets 1-3) on (B)(6) 2017, line 11 (pallets 4-12) from (B)(6) 2017 through (B)(6) 2017 and line 8 (pallets 13-17) on (B)(6) 2017. All challenge, set up and in process samples were performed in accordance with the quality control plan and all passed per specifications. Visual/microscopic evaluation: no damage was observed on the luer of the adapter. Note: since no evidence of damage could be found, proceeded to perform the water leak test water-leak test: leakage occurred, air bubbles were observed on the nose of the adapter, the unit was dissected: observed the tubing was wrinkled and had a tear in the area above the wedge. The wrinkled tubing can result from; misalignment of the flare station. When the flare station isn¿t properly aligned, it can pull the tube down onto the swage pin causing a hole in the tubing above the wedge. The flare blocks being worn down from regular wear and tear during the manufacturing process; this results in tears to the tubing. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter leaked in the plastic sleeve. There was no report of exposure, injury, or medical intervention noted.